Manufacturer narrative:
(B)(4).due to the device not being available for evaluation, a specific cause for the reported cerebral hemorrhage, and a correlation to the device could not conclusively be determined. However bleeding is listed in the device¿s instructions for use (IFU) as an adverse event that may be associated with the use of the left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event. Placeholder

Manufacturer narrative:
Correction: approximate age of device - 7 months and 14 days. It was discovered that the incorrect patient was captured on the medwatch initial and follow-up #1 reports. Additional information: due to the device not being available for evaluation, a specific cause for the reported cerebral hemorrhage and a correlation to the implanted device could not be conclusively determined. The instructions for use lists bleeding as a potential adverse event associated with use of the heartmate ii lvas. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was found unresponsive at home in the bathroom by son. Prior to the son finding the patient, he heard vomiting. The ems was called and the patient was transported to the facility and intubated. The patient's pupils were fixed dilated. A head CT revealed a left side head bleed. The patient's internalized normalized ratio (inr) upon being seen in emergency room was 2.7. The patient later expired and the pump will not be explanted.

Manufacturer narrative:
Per information received, the device will not be returning for evaluation, as the device was not explanted and an autopsy will not be performed. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
Additional information: the patient subsequently expired due to cerebral hemorrhage on (B)(6) 2013. The pump was not explanted and is not available for investigation.